Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure (batch no. 880425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right upper quadrant pain, irregular menstruation, gravida I, parity 1, low back pain, paratubal cyst, vaginal burning sensation, perimenopausal symptoms and uterine fibroid. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/ vaginal)"), migraine ("migraine"), fatigue ("fatigue"), abdominal distension ("g I conditions: bloating"), periodontitis ("dental problems/periodontitis"), nausea ("nausea"), vaginal haemorrhage ("vaginal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal): bladder infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal): bladder infection"), gastrooesophageal reflux disease ("g I conditions: gerd"), constipation ("g I conditions: chronic constipation"), dyspepsia ("g I conditions: heartburn") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), headache ("headaches"), feeling abnormal ("neurological condition/problem: brain fog"), photophobia ("vision problems: light sensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel allergy"). The patient was treated with surgery (pelvic laparoscopy, removal of intratubal foreign bodies,essure , bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, menorrhagia, hypersensitivity, vaginal discharge, vaginal infection, migraine, headache, feeling abnormal, fatigue, abdominal distension, periodontitis, nausea, photophobia, weight increased, bladder disorder, urinary tract disorder, vaginal haemorrhage, cystitis, urinary tract infection, gastrooesophageal reflux disease, constipation, dyspepsia, alopecia and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, periodontitis, photophobia, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), chronic, metorhagia (bleeding between periods), menorrhagia (heavy menstrual bleeding), hypersensitivity, vaginal discharge, vaginal infection, migraine, headaches, neurological condition/problem, fatigue, g I conditions, dental problems, nausea, vision problems, weight gain. Current weight 208 lbs. Number of coils visualized: left side 3, right side 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Biopsy endometrium - on (B)(6) 2017: benign end cervical polyp. Hysterosalpingogram - on (B)(6) 2018: essure confirmation test-(unspecified) result- bilateral occlusion. Pathology test - on (B)(6) 2020: consists of four coiled metallic segments (2.2-18 cm in length, 0.1 cm in diameter). No sections are submitted.. Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, metrorrhagia, pelvic pain, cystitis, bloating, lot number: 880425 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure (batch no. 880425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right upper quadrant pain, irregular menstruation, gravida I, parity 1, low back pain, paratubal cyst, vaginal burning sensation, perimenopausal symptoms and uterine fibroid. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/ vaginal)"), migraine ("migraine"), fatigue ("fatigue"), abdominal distension ("g I conditions: bloating"), periodontitis ("dental problems/periodontitis"), nausea ("nausea"), vaginal haemorrhage ("vaginal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal): bladder infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal): bladder infection"), gastrooesophageal reflux disease ("g I conditions: gerd"), constipation ("g I conditions: chronic constipation"), dyspepsia ("g I conditions: heartburn") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), headache ("headaches"), feeling abnormal ("neurological condition/problem: brain fog"), photophobia ("vision problems: light sensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel allergy"). The patient was treated with surgery (pelvic laparoscopy, removal of intratubal foreign bodies,essure , bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, menorrhagia, hypersensitivity, vaginal discharge, vaginal infection, migraine, headache, feeling abnormal, fatigue, abdominal distension, periodontitis, nausea, photophobia, weight increased, bladder disorder, urinary tract disorder, vaginal haemorrhage, cystitis, urinary tract infection, gastrooesophageal reflux disease, constipation, dyspepsia, alopecia and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, periodontitis, photophobia, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), chronic, metorhagia (bleeding between periods), menorrhagia (heavy menstrual bleeding), hypersensitivity, vaginal discharge, vaginal infection, migraine, headaches, neurological condition/problem, fatigue, g I conditions, dental problems, nausea, vision problems, weight gain. Current weight (B)(6) lbs. Number of coils visualized: left side 3, right side 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Biopsy endometrium - on (B)(6) 2017: benign end cervical polyp. Hysterosalpingogram - on (B)(6) 2018: essure confirmation test-(unspecified) result- bilateral occlusion. Pathology test - on (B)(6) 2020: consists of four coiled metallic segments (2.2-18 cm in length, 0.1 cm in diameter). No sections are submitted.. Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, metrorrhagia, pelvic pain, cystitis, bloating, lot number: 880425 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: this case become serious incident. Pfs received. Reporters information added.medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.